Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported readings of 104 mg/dl, 213 mg/dl, 115 mg/dl, 226 mg/dl, 59 mg/dl, 61 mg/dl and 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-34113.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported readings of 104 mg/dl, 213 mg/dl, 115 mg/dl, 226 mg/dl, 59 mg/dl, 61 mg/dl and 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.